Event description:
A malfunction alarm with code malf 9 was reported, but there were no notable events leading up to it. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with pump reset information and assisted with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction reoccurred.